Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the transfer guard needle was pushed over one side out of the packaging and caused damage to the top of the insulin vial. The customer also reported that insulin was leaking past the o-rings from the reservoirs. No further info was provided.